Event description:
A bipap a30 device was returned to a third-party service center for service. There was no report of patient harm or injury. There was no report of medical intervention. During the evaluation of the device, the third-party service center visually inspected the device and found a burnt power connector. There was no evidence of foam particles or degradation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.